Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy the device did not fully seal vessels on four occasions during the procedure. End tones, indicating a completed seal cycle, were provided by the generator. The surgeon used manual suturing to complete the seals and the same device was used to complete the procedure. There was no pt injury.